Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient was revised for a head and liner dislocation. Surgeon revised to add a constrained liner in the original cup. Reporting rep was not present during surgery and does not know who was covering the revision. Primary surgeon was done at the beginning of this year, but exact date is unknown. Surgeon reported that the patient is very non-compliant.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was confirmed by the clinician review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted, " adverse event identified - dislocation of hip with revision surgery to constrained construct, disengagement of the locking ring from the constrained liner. Hazards: the locking ring is fixed during manufacturing, thus disengagement represents a hazard. Conclusion of assessment: the locking ring of a constrained liner appears to have disengaged from the polyethylene. There is increased risk of further dislocation. It is unknown how much decrease in capture exists without the locking ring, but there is no obvious reason for revision unless there is further dislocation or other problem. Review of the case with the engineering team may provide insight as to the change in pullout strength of the constrained liner minus the locking ring. Reviewing postoperative films may shed light on the position of the ring/cup at the time of insertion and when the change occurred. Examination of additional pre and postoperative records may add to the analysis." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised for a head and liner dislocation. The available medical records were provided to the consulting clinician for a review which confirmed the event of dislocation of hip with revision surgery to constrained construct. The exact cause could not be determined as insufficient information was available. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported that the patient was revised for a head and liner dislocation. Surgeon revised to add a constrained liner in the original cup. Reporting rep was not present during surgery and does not know who was covering the revision. Primary surgeon was done at the beginning of this year, but exact date is unknown. Surgeon reported that the patient is very non-compliant.